Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. On the same day as the event, the patient was hospitalized. The patient was treated with cefapime (dose, route, frequency, and duration not reported) for peritonitis. Therapy was ongoing. Seventeen days after admission, the patient was discharged from the hospital. The patient was placed on back up hemodialysis. The patient was not retrained on proper aseptic technique. At the time of this report, the event has not resolved. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with ceftriaxone (dose, frequency, route and duration not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.